Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial (ra) lead exhibited noise over-sensing that was reproducible with isometrics and also resulted in inappropriate mode switch. The patient was presented for the ra lead explant procedure. During the procedure, when the physician opened the pocket it was noted that the right ventricular (rv) lead exhibited damage in insulation which was able to be confirmed visually. The ra lead and rv lead was explanted and replaced. The patient was in stable condition.